Manufacturer narrative:
The reported events were high pacing impedance, kinked sheath, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported events of high pacing impedance and kinked sheath were not confirmed, while the reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The cause of the reported helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for a right ventricular lead replacement procedure. During the implant of the new lead, the physician had trouble inserting the lead past the superior vena cava, as the sheath was kinked and the patient's anatomy was tight. After the lead was placed, when the physician attempted to deploy the helix, it was not able to be confirmed if the helix was fully deployed. Additionally, the lead pacing impedance was high and out of range. The physician elected to remove the lead and continue with a different lead during the same procedure. The patient was in stable condition.